Manufacturer narrative:
The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and a minor scratched lcd window. (B)(4).

Event description:
The customer called in to report that the insulin pump was cracked. The customer's blood glucose level was 153 mg/dl at the time of incident, but was 44 mg/dl at the time of call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.